Event description:
It was reported that the insulin pump was severely scratched on the display window. It was also reported that there was a cracked reservoir tube and cracked reservoir tube window. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: pump received with severely scratched display window,cracked battery tube threads, cracked reservoir tube lip,cracked reservoir tube and cracked reservoir tube window.